Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. Programming changes were performed. There were no patient consequences.